Manufacturer narrative:
Concomitant medical products: product ID: dtbb1d4 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured. In addition, the lead had no pacing and high/undefined pacing impedance. A lead revision is planned and the lead remains in use. No patient complications have been reported as a result of his event.